Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via call that the customer had high blood glucose level of 480 mg/dl. Customer was treated with insulin pump. It was unknown whether the customer was using auto mode or not. Customer stated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump had replace battery now alarm. Customer did received low battery alert alarm prior to replace battery now alarm. Customer stated that the new battery resolved the issue. Customer stated the battery cap was not loose, cracked or damaged. The insulin pump will not be returned for analysis.